Event description:
The hcp reported the patient's pump "may be malfunctioning, the residual volumes have been too high". The hcp performed a catheter dye study 2-3 months ago and it was determined to be normal at that time. During the pump replacement surgery, the patient's catheter was found to be "severed" on the distal piece. The patient's catheter was replaced. The hcp decreased the daily dose of medication. The patient recovered without sequela. The drug contained in the patient's pump was compounded baclofen (1600 mcg/day).